Event description:
Customer reported that the t:slim x2 pump battery would not charge, and a power source alert was present around the time the issue began. The battery was not charging despite attempts to resolve the issue using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised of the steps to take upon receiving the replacement. The problematic pump was to be returned to tandem using a return box and pre-paid label provided. The customer was informed to allow the pump's battery to fully deplete before returning it, and no backup insulin therapy was available at the time, prompting the customer to contact their healthcare provider.